Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level had no adverse impact. Customer resolved this issue before calling technical support therefore no additional product or event information was available.